Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead was revised and placed in the low septum successfully. The rv lead remains in use. No patient complications have been reported as a result of this event.